Event description:
Customer determined overinfusion on this pump during biomed testing. During volumetric testing the technician entered in a flow rate of 10 ml and the pump delivered 11ml. Testing performed again with a flow rate of 15ml and the pump delivered 16ml. No patient involvement has been reported at this time.